Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was constantly faster than the actual time for 10 to 12 minutes even they adjusted it from time to time. The customer¿s blood glucose value was unknown. The customer stated that the insulin pump had crack near the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked lcd window. No unexpected time advance anomalies and time clock advances properly. (B)(4).